Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen was bad. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 08jul2019, date of report : 24jul2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) calibrated the touchscreen and it passed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The part was not returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.